Event description:
The user facility reported that user facility personnel had inadvertently switched the alcohol and detergent supply bottles during reprocessing of endoscopes with their advantage plus endoscope reprocessing system and two scopes were subsequently used during patient procedures. No report of injury.

Manufacturer narrative:
Through follow-up with user facility personnel, steris learned that the user facility identified other scopes impacted by this issue and reprocessed them prior to use. The alcohol and detergent reservoirs are within the chemistry enclosure of the unit. Both the supply bottles and reservoirs in the chemistry enclosure and are labeled "70% isopropyl alcohol" and "detergent". Additionally, the advantage plus endoscope reprocessing system operator manual includes instructions for users on how to properly remove, refill, and reinstall the alcohol and detergent supply bottles. The operator manual states (5), "warning improper disinfection incorrectly loading chemistry may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." Devices processed in an advantage plus endoscope reprocessing system cannot be guaranteed as high-level disinfected or patient ready unless devices are processed in accordance with medivators instructions for processing and use. A steris account manager counseled user facility personnel on the proper use and operation of the advantage plus endoscope reprocessing system, specifically the proper refilling and installation of the alcohol and detergent supply bottles. No additional issues have been reported.